Event description:
It was reported that the ventilator failed the pressure transducer sub-test during the pre-use checks tests. There was no patient involvement reported. Manufacturer reference #: (B)(4).

Manufacturer narrative:
(B)(4). The reported ventilator was investigated on site by a maquet field service engineer. The reported failure was found to be caused by a faulty expiratory pressure transducer printed circuit board (pcb). The pcb was replaced and it has been returned for investigation. The reported pre-use check (puc) failure was not confirmed during test of the returned pcb in a reference ventilator. However when comparing measured offset from the expiratory pressure transducer pcb from performed puc before and after ventilation it could be concluded that the offset was drifting which indicates instability in the pressure sensor. During ventilation the measured peep was higher than set. The conclusion is that the returned pcb had a drifting pressure sensor which affected measured peep (positive end expiratory pressure) during ventilation. The root cause of the offset drift in the pressure sensor has not been determined. Received device logs show that the pressure transducer test had been failing since (B)(6) 2017. The date of event is updated accordingly.

Event description:
Manufacturer reference # : (B)(4).